Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing detached from the connector/base plate of the infusion set. This has resulted in the cannula being pulled out of the customer's skin, resulting in elevated blood glucose levels.